Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. An internal inspection of the cycler found visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom head check. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their liberty select cycler powered down during an unknown phase of pd treatment. The patient confirmed they were connected during the incident. The display screen was blank. It was confirmed that there was not a power outage, and this was not an outlet issue. The power cord was confirmed to be securely plugged in, and the power switch was in the on position. There were confirmed to be sounds when the ok and stop keys were pressed. When the cycler was switched on, the ok, stop, and up/down arrow keys lit up, but the screen remained blank. The patient tried rebooting the cycler, but the blank screen issue persisted. The ts representative advised to discontinue use of the cycler, and a replacement cycler was issued to the patient. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they were trained to perform manual/continuous ambulatory peritoneal dialysis (capd) therapy without the cycler. However, they did not have any capd supplies to use at the time. There were no indications that the reported event resulted in any serious patient injury or harm. Upon follow up, the patient confirmed they completed their treatment on the date of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was scheduled to arrive on the day that follow-up was performed. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.